Event description:
Complainant alleged that while attempting to cardiovert the heart rhythm of a pt (age & gender unk) the device failed to properly sync. Complainant indicated that the pt subsequently expired. However it was not related to the reported malfunction.